Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. The blood glucose levels were not provided. The customer stated that the reservoir had issues removing the transfer guard. Troubleshooting was provided. Reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test. Reservoir/transfer guard found no leakage anomaly during filling. Also inspected reservoir¿s snap-cap width dimension. Also, using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock.